Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The flow diverter braid was returned for evaluation detached from the pushwire and without it. Therefore, the distal and proximal ends of the braid were unable to be identified. The flow diverter braid was found fully open with both ends having slight fraying, and the middle section having no damages. Based on the analysis findings and the reported details, the report of failure/incomplete open distal segment issue was not confirmed. It is possible that the patient¿s moderate vessel tortuosity and the damaged braid may have contributed to the reported failure to open. However, the cause for the damage could not be determined. Per our instructions for use (IFU): it is recommended to use a heparinized saline drip to continuously flush micro catheter during e mbolization device use. If high force or excessive friction is encountered, discontinue delivery of the device and identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the device against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Begin to deliver the device using a combination of unsheathing the embolization device and pushing delivery wire simultaneously. After the distal end of the embolization device has successfully expanded, deploy the remainder of embolization device by pushing the delivery wire and/or unsheathing the embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the embolization device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. No evidence was found to suggest that the devices failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. Linked event: 2029214-2017-00735 2029214-2017-00736 2029214-2017-00737 2029214-2017-00738. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that that flow diverter failed to open. The patient was undergoing retreatment as there was an endo leak. The distal edge of new the flow diverter would not open. The device was resheathed and redelivered but the device still would not open. The was retrieved back through the microcatheter. During the retrieval, it detached from pusherwire and lodged within the microcatheter. No harm occurred as the devices were removed from the patient. The vessel was re-accessed with a new microcatheter and a new flow diverter was successfully implanted with issues. Post angiogram revealed stasis of the aneurysm. The aneurysm was saccular and unruptured with a 10mm max and 7mm neck, within the left ica/paraophthalmic and was 10mm. The landing zone was 4.5 at the distal section and 3.75 at the proximal.